Event description:
It was reported that the 9800 system had a generator failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was installed and the generator calibrated during the service call. The system was tested and found to be working as intended and put back into service.